Manufacturer narrative:
Corrected data: supplemental MDR #01 inadvertently indicated that the report was also a correction report. No corrections were required. Supplemental MDR #01 inadvertently indicated that the report was also a correction report. No corrections were required.

Manufacturer narrative:
New information received corrects the patient's age at the time of the event and the event date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.

Event description:
It was reported that the neurologist¿s handheld device had a black screen and a hard reset could not be performed. The handheld device has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. During the analysis it was identified that the flashcard contained an os x file and folder. The presence of the file and folder is an indication that the flashcard was inserted into a device using the os x operating system. The presence of the file and folder has no impact on the vns software performance. The flashcard and software performed according to functional specifications.